Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to an isolated problem in the mother board. Analysis was unable to perform the functional test due to blank display anomaly. The insulin pump was received with cracked display window corners, battery tube threads, scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of the call. The customer states the insulin pump has a blank screen and cracks. There were no details regarding what led the blank display. The insulin pump will be returned for analysis.